Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow up information received on 23-mar-2015: the consumer reported that she had essure inserted on (B)(6) 2003 and it were removed on (B)(6) 2014. An injury was mentioned as seriousness criteria and required intervention as event outcome but they were not specified or assigned to one of the events. Follow-up information received on 02-jul-2015 follow-up attempts were done, with no response to date. Case considered closed. Company causality comment: this non-medically confirmed, spontaneous case report, refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and a pelvic ultrasound showed right coil migrated into her uterus. Her uterus, fallopian tubes and cervix along with essure coils were removed. The reported event, interpreted as partial device expulsion, was considered serious due to medical importance and is listed according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). Although, in this particular case, the exact mechanism of the event is unknown, given its nature; causality with the suspect device cannot be excluded. Additionally non-serious events were reported. This case was regarded incident due to the required intervention for essure removal. The product technical analysis concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Despite follow-up attempts, no further information was obtained.

Manufacturer narrative:
Follow up information received on 19-oct-2015: this follow up has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1834). Consumer reported that she had essure for 9 years. Some of her symptoms were rashes that started as a single spot then spread all over body. Her periods were constant with no break in between, not a light or heavy flow, just a normal steady flow but constant. Her teeth started to loose strength and enamel was coming off and she started to lose teeth. She felt tired all the time, her blood work was showing that her thyroid was not working the same as it was a year prior to insertion. Occasionally she would get cramping but what was most noticeable was the size of her stomach expanded and she gained 40 pounds with no change in her diet or exercise. Her body felt swollen all the time and she felt like rheumatoid arthritis in her (B)(6). In (B)(6) 2014 she was bleeding for 6 months and in pain. Doctors ran test after test and could not find anything wrong. She was having problems breathing and high anxiety, her thyroid was under attack from her body. She was having extreme pressure in her pelvic area and was admitted to the hospital. A pelvic ultrasound showed her right coil had migrated into her uterus. She had a total hysterectomy performed at the age of (B)(6) because there was no other option to remove essure. The left coil had punctured her tube and was also making its way into her uterus. Company causality comment: this non-medically confirmed, spontaneous case report, refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced bleeding for 6 months (seen as genital bleeding) and she felt like rheumatoid arthritis in her (B)(6). A pelvic ultrasound was performed and the result showed right coil migrated into her uterus (interpreted as partial device expulsion). A total hysterectomy was performed. Her uterus, fallopian tubes and cervix along with essure coils were removed. The left side had punctured my tube making its way into her uterus. All events are considered serious due to their medical importance and listed, except for rheumatoid arthritis in her (B)(6), according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of uterine perforation, mainly during insertion. In this particular case, the exact mechanism of the event partial device expulsion and embedded device are unknown. It was reported that tests were performed in order to find out the cause of genital bleeding, however nothing was found. Considering the nature of the events, except for rheumatoid arthritis in her (B)(6), causality with the suspect device cannot be excluded. With regards to the event rheumatoid arthritis in her (B)(6), considering that essure has a local action in fallopian tubes, a contributory role is unlikely, therefore this event was assessed as unrelated to suspect insert. Additionally non-serious events were reported. This case was regarded incident due to the required intervention for essure removal. The product technical analysis concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Despite follow-up attempts, no further information was obtained.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5039054) in united states on (B)(6) 2015 which refers to herself, who had essure (ess205) (fallopian tube occlusion insert) inserted in 2003 to prevent future pregnancy. After 3 months of procedure, she was assured coils were in place and that she should have no complications; no negative feedback or problems had been reported per the doctor at that time. Over 9 years, she experienced cramps, acne, heavy prolonged periods for as long as four months ongoing, weight gain and rashes. In 2014 symptoms got worse; she started having high anxiety and panic attacks along with prolonged periods. She went to a new physician since the one that inserted it was no longer around and he sent her for a pelvic ultrasound, which found that the right coil migrated into her uterus and was causing all her issues. In 2014 essure coils as well as tubes, cervix and uterus had to be removed. She stated she suffered enough and essure had caused not only physical trauma but mental as well. Ptc investigation result received on (B)(4) 2015. (B)(4). Final assessment: this is report from an unknown patient with no contact information to conduct a follow-up. The symptoms reported could not be confirmed. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report, refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and a pelvic ultrasound showed right coil migrated into her uterus. Her uterus, fallopian tubes and cervix along with essure coils were removed. The reported event, interpreted as partial device expulsion, was considered serious due to medical importance and is listed according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). Although, in this particular case, the exact mechanism of the event is unknown, given its nature; causality with the suspect device cannot be excluded. Additionally non-serious events were reported. This case was regarded incident due to the required intervention for essure removal. The product technical analysis concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report.